Event description:
It was reported that a patient had a 21 mm trifecta valve implanted in 2017 had developed "an acute leak." The patient underwent surgical explant of the trifecta valve on (B)(6) 2021. During the procedure, upon explant of the device, the user observed a tear on one of the cusps. This was determined the cause of the patients "acute leak." No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of "an acute leak" and a leaflet tear was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.